Event description:
While putting on the surgical mask, it snapped back hitting the left cornea resulting in imbedded fibers and corneal abrasion. Led to recurrent corneal abrasions and double vision in left eye requiring glasses and on going treatment.